Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, his ipg became inoperable over time. As a result, the patient may undergo surgical intervention at later date.